Manufacturer narrative:
This MDR is being filed as an initial report. A final report will follow once the investigation is complete.

Event description:
During a service visit, the field service engineer installed the electro-craft shunt kit as an enhancement to the irix system. The first shunt component failed immediately after install. The second unit began to smoke and the system was shut dow. The shunt was removed. The system is currently operational. No pts were in the room during the issue. No serious injury to pt or operator occurred.